Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Evaluation summary: no device evaluation was performed since the graft was not returned to the manufacturer. A photography of one patch from lot number 158466 was sent to the manufacturer on august 22, 2007 and confirmed the fact that the size of the concerned products were 25x50 mm and not 50x50 mm as labeled. A review of the device history records indicated that eleven (11) hemapatch knitted patches hek50/50p were manufactured on february 26, 2007 from a greige material m20patche lot number 157153. A total of five (5) lots of patches were issued from this greige material the same day, but no products were recorded under the reference hek25/50p. It is believed that the root cause of the discrepancy is a wrong recording of the product reference on the process sheet identifying the products, after the cutting/inspection steps: the manufacturing technician reported hek50/50p instead of hek25/50p. As a result, the reference hek50/50p recorded on the process sheet has been entered into the computer system which has then generated the incorrect identification labels for the eleven (11) patches of the lot number 158466. As a result of this mislabeling, intervascular instituted a product recall for the products of lot number 158466. Intervascular notified the affected customers in 2007 and the relevant competent authorities on august 28, 2007. Please note that the affected units were not located in the u.s. It is believed that there is not an immediate patient safety risk as the difference in length would be immediately obvious upon opening of the packaging. The investigation we performed indicated that the mislabeling was due to a human error after quality control operations. As a corrective action, it was decided to implement an additional control at the step of primary packaging to prevent to re-occurrence of a similar event.

Event description:
It was reported an hemapatch knitted labeled on the box and tyvek pouch as hek50/50p (50x50 mm) was actually a hek25/50p (25x 50 mm) patch. The identifiers of the patch was sterilization lot number 07c01. No additional information was provided.